Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place and passed displacement test. Unit received with scratched case and pillowing keypad overlay however, no cosmetic damage noted at reservoir compartment from visual inspection.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. Customer stated that the reservoir did lock in place when inserted into insulin pump. Customer stated the insulin pump had cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.